Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during preparation outside the patient, it was found that the forceps were broken. They opened a new endovive safety peg kit pull method and used the forceps inside the kit to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. A visual examination of the hemostat revealed one side of the handle to be broken adjacent to the hinge. The fracture surfaces presented no voids in the material or other casting imperfections. It was noted that the condition of the returned unit was consistent with the complaint incident that the hemostat broke. It is possible the hemostat broke while undergoing stress while being forcibly closed. It remains unknown if the defect occurred due to supplier quality or customer handling/prep of the device, therefore the most probable root cause is 'undeterminable'. A device history record (DHR) review of lot number 16304692 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16304692.